Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results for 1 patient (multiple collections) when tested with the cobas® sars-cov-2 & influenza a/b nucleic (scfa) acid test for use on the cobas® liat® system (10809z and 10712z). There is no indication of patient harm or injury. An investigation was conducted to evaluate the customer¿s allegation. Per the FDA guidance two (2) mdrs will be filed, one for each lot utilized.

Manufacturer narrative:
The complaint allegation was not observed during the course of the investigation into the kit lots used (10809z and 10712z). (B)(4).

Manufacturer narrative:
Correction to remove annex code; b15 removed b15 as no data from the customer was provided. Cn-649804.